Event description:
It was reported that the lesion was located in the left circumflex (lcx) with moderate calcification and tortuosity. The whisper guide wire was used to stabilize a non-abbott stent that was already in the vessel on a pilot guide wire. The whisper guide wire became entangled in the non-abbott stent during advancement, and the physician pulled with force and the tip of the whisper guide wire became separated. The whisper guide wire was retracted. The tip of the whisper guide wire was removed inside the guiding catheter together with the non-abbott stent and the pilot guide wire. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire noted no blood visible and there was contrast on the black polymer coating and core. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for analysis. Analysis confirmed the reported guide wire separation as the core and black polymer coating were separated, 24.4 cm distal to the proximal end of the black polymer coating. The separated portion was not returned. The black polymer coating material at the separation was jagged. Reportedly, the whisper guide wire became entangled in the non-abbott stent during advancement, the physician pulled with force and the tip of the guide wire became separated. It should be noted in the whisper guide wire instructions for use (IFU) warnings section: do: advance or withdraw the guide wire slowly. Examine the tip movement under fluoroscopy before manipulating, moving or torquing the guide wire. Use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Do not: push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The reported entanglement of the guide wire with the non-abbott stent appears to be related to operational context of the procedure. The reported guide wire separation appears to be the result of the physician pulling with force while the guide wire met resistance with the non-abbott stent. Additionally, scanning electron microscopy (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. The outer diameter of the guide wire was measured with a laser micrometer and met manufacturing criteria. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The analysis of the returned device did not indicate a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.